Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found light transmission failed, cracks on side of video center, scratches on distal edge, and distal fiber breakage. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had an image blackout. The issue occurred at preparation for use for an unknown procedure. There were no reports of patient harm.